Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 1.0, lab: 2.3. Time between testing was reported as 30 mins. Pt's therapeutic range is 2.0 - 3.0. It was reported the pt was in the hospital prior to the event because the pt needed blood. It was stated that the hospitalization was not related to inratio results. No further info was available.

Manufacturer narrative:
Investigation pending.